Manufacturer narrative:
OTHER, OTHER TEXT: MASIMO HAS REACHED OUT TO THE CUSTOMER TO REQUEST THE RETURN OF THE DEVICE. THE DEVICE HAS NOT BEEN RETURNED TO MASIMO TO ALLOW AN ANALYSIS TO BE PERFORMED. IF THE DEVICE IS RETURNED FOR EVALUATION OR NEW INFORMATION IS OBTAINED, A FOLLOW-UP REPORT WILL BE SUBMITTED. HEALTH EFFECT IMPACT CODE: NO ADVERSE EVENT, NO PATIENT IMPACT. H3 OTHER TEXT: DEVICE NOT RETURNED.

Event description:
THE CUSTOMER REPORTED "NO ALARM" ON THE RAD-97. THERE WAS NO PATIENT IMPACT OR CONSEQUENCE REPORTED.

Event description:
The customer reported "no alarm" on the Rad-97. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, Other Text: The returned device was evaluated. The device was found to have a cracked case and bent cable connector pins. The bent TB-20 cable connector pins cause the device to display a "Sensor Not Connected" error message when the device is attempted to be used for monitoring. The device's speaker was found to sound crisp and clear and not distorted. The customer's reported issue of "No Alarm" was not replicated in testing.Health Effect Impact Code: No adverse event, no patient impact.